Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display showed horizontal lines and the screen was not fully visible, which limited the user¿s ability to view information, though the device continued to function and blood glucose was not affected. Symptoms included no clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included remote assessment of the reported display issue and arrangement for device replacement. Investigation of this device revealed a malfunction of the display module consistent with a screen failure without external damage. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display component.